Event description:
It was reported that the patient had not had therapeutic response to baclofen. The patient experienced increased spasticity. The patient was taken to surgery where it was noted that there was a catheter break/cut at the lumbar site. The catheter was explanted/replaced. The patient recovered without sequela. The pump contained baclofen 250 mcg/ml programmed to deliver a daily dose of 25 mcg.

Manufacturer narrative:
Results: used for the catheter.